Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green protective patient line cap of an unspecified quantity of amia automated pd cycler sets were disconnected from the patient line. This issue was further described as the patient line green cap came off and loose inside the overwrap. This was observed during setup for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.